Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The foot retraction problem was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 8fr. Reportedly, difficulty occurred when retracting the foot. The foot was retracted prior to device removal. Two additional proglide devices were used for successful suture placement using the preclose technique. The evar procedure was completed without upsizing the sheath and hemostasis was achieved using the pre-placed sutures from proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.